Event description:
During a laparoscopic hernia repair the surgeon went to staple the repair and the tissue and mesh were torn by the eas. A second device was opened and the same thing occurred. The surgeon was able to complete the procedure using the second device. There was no consequence to the pt. 1/15/97 1050-left message for surgeon to return call. 1/15/97 1510 the surgeon stated the device would not release after being fired into the mesh. After several attempts to release the device, the surgeon had to rip it from the mesh and tissue. Another device was opened to complete the case.